Manufacturer narrative:
Per the field service representative (fsr), the complaint was verified. He ran the flow for several minutes, and performed a start and restart without errors. He replaced the flow sensor and module. The unit operated to the manufacturer's specifications. The suspect devices were returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor was unable to get a flow reading. As a result, the cable was disconnected and then reconnected from the flow module, and was observed to work correctly. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
It was inadvertently reported in the initial submission that the field service representative (fsr) verified the complaint. He observed the flow sensor and flow module to operate as intended but replaced at the request of the user facility.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) observed the flowmeter module, flow sensor and the netcon cable to function as intended throughout the evaluation. They fan for six hours and the pst observed continuous, accurate flow readings. Per data log analysis, on (B)(6) 2018 at 2:29:06 am a perfusion screen is opened. At 2:30:05 am the sensor appears to be coupled to tubing with fluid. At 2:36:03 am the perfusion screen is exited, the sensor is disconnected and the flow module is power cycled. The sensor is coupled to tubing with fluid and a perfusion screen is opened. There is no way to confirm the reported issue, no flow reading, from the flow log. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.